Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during a stent placement procedure for treatment of an occlusion in the right sfa via left cfa contralateral approach, the stent release was slower than usual but the vascular stent could be deployed successfully. Reportedly, it was difficult to remove the delivery system after stent release and the delivery system catheter was found to be deformed after removal from the patient. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported event could be confirmed. As reported, the stent could be successfully released in the patient, however, a blockage was noticed in the middle section of the delivery system between the sheaths that are supposed to move against each other during deployment. This led to compressive load upon deployment activation, compressive deformation and subsequent guide wire blockage. Based on the length measurements performed, it can be assumed that no complete sheath blockage was present when the deployment was initiated. Increased friction must have affected on the delivery system leading to the reported delayed deployment and later blockage. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The reported event may be related to difficult anatomic conditions leading to increased friction. In this case, the lesion had been pre-dilated and the guide wire was running smoothly during insertion. The use of a 0.014" guide wire may be another contributing factor to the reported event. The reported event also may be use-related as rough handling of the device during transportation, storage or preparation may lead to kinking, damage or deformation of the device and subsequent friction increase. On the basis of the information available and the evaluation of the returned device, a definite root cause for the reported event could not be determined. The IFU states: "keep the device as straight as possible following removal from the packaging and while inserted in the patient. Failure to do so may impede the optimal deployment of the implant." And "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Also the IFU states: "if resistance is met while retracting the delivery system over a guide wire, remove the delivery system and guide wire together." Furthermore, the IFU states: "during stent deployment, use the 0.035" guide wire (recommended) for more support depending on vascular anatomy and/or lesion morphology."

Event description:
It was reported that during a stent placement procedure for treatment of an occlusion in the right sfa via left cfa contralateral approach, the stent release was slower than usual but the vascular stent could be deployed successfully. Reportedly, it was difficult to remove the delivery system after stent release and the delivery system catheter was found to be deformed after removal from the patient. There was no reported patient injury.